Event description:
A ventilator was returned to the manufacturer for service. During the evaluation of the device at the manufacturer's service center, an issue related to the device's sensor board was observed. The device's sensor board was replaced to address the issue. The component was returned to the manufacturer's product investigation laboratory for additional evaluation. During the investigation of the component a failure of the air flow sensor mt5 was observed.